Manufacturer narrative:
The customer called technical support to report that the bottom case needed to be replaced as the stand mounting screws broke off. The remote service engineer (rse) provided the customer with the bench form as the customer requested bench repair and advised the customer to remove the internal battery and not to ship it. The rse also advised the customer to respond to the e-mailed service proposal with the purchase order (po) to approve the repair. The customer accepted the service proposal, and while the device was bench repair, the service engineer confirmed that the base assembly was damaged-- the screw in the foot nut broke off. The service engineer therefore replaced the base assembly and verified that the issue was resolved. While this issue has been repaired, the bme stated that additional issues were observed during further evaluation of the device and are being addressed in subsequent cases.

Event description:
Philips received a complaint by the customer on the v60 indicating that the bottom case needed to be replaced as the stand mounting screws broke off. There was no patient involvement at the time the issue was discovered as the device was removed from service. No patient or user harm was reported. The customer called technical support to report that the bottom case needed to be replaced as the stand mounting screws broke off. The remote service engineer (rse) provided the customer with the bench form as the customer requested bench repair and advised the customer to remove the internal battery and not to ship it. The investigation is ongoing.